Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of the implant procedure, the left ventricular lead threshold increased. The pacing configuration of the lead was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.